Event description:
It was reported that cadd solis pump, low occlusion. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found missing tamper seal. There was evidence of the error in the even history logs. The reported problem was not duplicated. The investigation was unable to test occlusion due to pump not acknowledging the cassette. Contamination was found on the device. Fluid ingression (contamination) was the cause of the reported problem. For corrective action the downstream occlusion sensor was replaced. The root cause of reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation, corrected data: correction: d4: model number: 2110

Manufacturer narrative:
Additional information was received indicating the issue was found when pump was being checked as planned maintenance or performance verification.